Event description:
Poor precision on multiple assays for the quality control (qc) was obtained on an advia centaur xp instrument. The first run of qc gave out of range results for carcinoembryonic antigen (cea) level 2 at 16 standard deviations (sd) and anti-thyroid peroxidase (atpo) level 1 at 5 sd. The second run of the qc for these assays gave results within the target ranges.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant qc results was related to the fluidic system. The fse replaced the mixer table rotor, the reagent rocker, the upper and lower position sensors and realigned the system. The instrument is performing within specifications. Further evaluation of the device is not required.